Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B2, b5, h1, h6 updated. Based on the additional information regarding the patient outcome of death.

Event description:
Clinical narrative (updated): additional information noted that subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition, including acute myocardial infarction complicated by cardiogenic shock and the need for CPR during hospitalization. An impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. After CPR, the nurse reported hematuria. An echocardiography technician was called to assess device position and was awaited. The patient remained on support. Hematuria in this patient may have resulted from purge-related anticoagulation requirements and the clinical events following CPR during impella support.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. After CPR, the nurse reported hematuria. An echocardiography technician was called to assess device position and was awaited. The patient remained on support. Hematuria in this patient may have resulted from purge-related anticoagulation requirements and the clinical events following CPR during impella support.